Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter), h6 (investigation findings, component codes). E block: initial reporter: (B)(6). A getinge field service engineer fse evaluated the unit and found small traces of blood in the pim safety disk insertion port. The fse was unable to clearly determine whether drive manifold and safety disk insertion port clearly contained blood, but when swapped with a clean cotton applicator (q tip), cotton applicator was relatively light brown, nothing red. Nothing else was identified in pneumatic lines with blood traces in unit. Drive transducer seemed clean, however unable to rule out blood ingress but the catheter clearly contained blood in it. The fse replaced the pim due to contamination. Due to the moderate amount of blood in catheter, replaced drive manifold as a precaution, as well as drive and vacuum transducers.

Manufacturer narrative:
Updated fields- b5, b4, e1, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had an augmentation alarm. The customer surfaced blood in catheter extender, so treatment was stopped and the catheter was removed. There was no patient harm. A getinge field service engineer (fse evaluated the unit and found small traces of blood in the pim safety disk insertion port. The fse was unable to clearly determine whether drive manifold and safety disk insertion port clearly contained blood, but when swapped with a clean cotton applicator (q-tip), cotton applicator was relatively light brown, nothing red. Nothing else was identified in pneumatic lines with blood traces in unit. Drive transducer seemed clean, however unable to rule out blood ingress but the catheter clearly contained blood in it. The fse replaced the pim due to contamination. Due to the moderate amount of blood in catheter, replaced drive manifold as a precaution, as well as drive and vacuum transducers. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿pim and drive manifold as well as drive and vacuum transducers as a precaution¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
It was reported during use that the cardiosave intra aortic balloon pump (iabp) had aug alarm. Users surfaced blood in catheter extender, identified small traces of blood in the pim safety disk insertion port. No harm or injury to the patient was reported.

Manufacturer narrative:
Postal code: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.